Event description:
It was reported that, during a meniscus repair surgery, the fast fix 360 had t1 and t2 deployed together. A back up device was available to complete the procedure. Neither significant surgical delay nor patient injuries were reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. The complaints stated: ¿t1 and t2 deployed together. A back up device was available to complete the procedure.¿ these were returned together in a box. Devices were not identified with individual complaint numbers. They will be evaluated together. The results will be shared. The first device has t1, t2 remaining inside the delivery needle. The delivery needle has been quite visibly bent downward. The device no longer cycled or actuated due to needle damage. The condition of the devices indicate incompatible force was used. Per IFU (B)(4) : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the second device was returned with no anchors or sutures. It had been previously cycled. The depth limiter has light creases at the distal edge which is consistent with resistance from tissue due to probing. Per the customer one device failed and a backup was used. It is believed that device #2 is the backup mentioned. It is unclear why the backup was returned. Since it was, we are obliged to evaluate it with the failed device. No root cause related to the manufacture of the device was confirmed. The second device was under report 1219602-2019-00129.